Event description:
Aortogram with runoff procedure was being performed. During deployment of vasoseal, the guide wire fractured and became dislodged in the left femoral artery. Physician stuck on the right and went around to the other side with a snare and retrieved the portion of guidewire. Device sent to pathology.